Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, as per updates received from customer, vyaire personnel had visit on the site and was not able to reproduce the reported problem. The root cause was not determinable, as issue is no longer reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us ventilator registered 50cm pip (peak inspiratory pressure) during patient use. No alarms noted. Moved to another ventilator (possibly a servo) and pip only at 16cm. There was no patient harm reported. The customer confirmed that they used a different ventilator and then it worked fine.